Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 497 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they believed that there was a kink on the infusion set and they had to change it. The customer's mother also mentioned that they could smell insulin while changing the reservoir. The insulin pump will not be returned for analysis.